Event description:
It was reported that the atrial lead warning triggered, and the lead exhibited low impedances and a loss of sensing. Possible atrial oversensing was also seen. Additionally, the ventricular lead exhibited noise and was undersensing. It was further reported that the atrial lead had a polarity switch, the unipolar impedance was higher than the bipolar impedance and had a possible inner insulation breach. The lead pacing mode was changed, and the leads will continue to be monitored. The leads remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead warning triggered, and the lead exhibited low impedances and a loss of sensing. Possible atrial oversensing was also seen. Additionally, the ventricular lead exhibited noise and was undersensing. The lead pacing mode was changed, and the leads will continue to be monitored. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.